Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent a pocket revision procedure, where the physician moved the pocket from left belt line to left flank. The patient is reportedly doing well.